Event description:
It was reported on the event date, that the "balloon" was damaged. In 2008, it was further reported that the cuff had a tear or cut and was "leaking as it was pierced" and the pt was "hospitalized several times due to respiratory stress because the devices were leaking or blocked".

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.